Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during displacement test due to motor excessive axial play. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 180 mg/dl at the time of the incident. The insulin pump was returned for analysis.